Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having lung damage and anxiety. There was no medical intervention specified by the patient. The relationship between the device and the serious injury is currently unclear. The device is not returning to the manufacturer for evaluation. The manufacturer did not receive contact information to obtain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.